Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the site encountered a no battery backup/ error 33 message followed by a non-recoverable fault. The staff reported they had a message reporting no battery backup on the vision side cart (vsc) screen. Onsite logs reflect error 33 reporting a upm_pic driver problem followed by an 816 pointing to the low battery/ or battery booster disabled. The system then encountered an error 1100 showing a loss of ac power at the vsc. The reporter requested to know what the cause of the recoverable and non-recoverable errors was. The intuitive surgical, inc. (Isi) technical service engineer (tse) explained the error 33/no battery backup message would require a site visit to resolve the issue if the hard power cycle did fix the problem. The system logs reflect the staff had cycled the breaker on the vsc while the system was powered on creating the non-recoverable fault. The tse explained the system needs to be powered off before the staff can cycle the breaker on any of the components. The tse recommended the staff contact technical support between procedures to complete a hard power cycle of the patient side cart (psc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to recreate 816 errors and recovered the fault. After recovering 816 errors, an error 33 occurred when the fse tried to activate the cart drive. After recovering error 33 twice, the fse tried the cart drive for the 3rd time and no error 33 occurred. The fse replaced the upm part and programmed the system. While the fse was programming the system, there was errors on both ssc touchpads that resulted in error 75. The fse contacted technical support and patient identifier: (B)(6) was created for the touchpad replacements. The psc and the vsc were both programmed correctly, however, the system still booted up with error 816 and subsequent error 33. The fse also replaced the following parts: upm, universal power distributor (upd), s-drive, battery and power supply parts. The system was tested and verified as ready for use. Isi has received the upm and completed failure analysis (fa). Fa was not able to reproduce the reported complaint. The upm was installed and tested on the pca test system. The system started up without any error. The board voltage was read, and all voltages are within range. Ran 150x power cycles with this board, all passed. The upm remained on the test system for 8 hours, in normal operation, while testing other parts, it performed without any issue. Isi has received the upd and completed failure analysis (fa). Fa was not able to reproduce the reported complaint. The upd was installed and tested on the pca test system. The system started up without any error. Ran 150x power cycles with this board, all passed. All board voltage was read, and all are within range. The board remained on the test system for 3 days, in normal operation, while testing other parts, it performed without any issue. Isi has received the s-drive and completed failure analysis (fa). Fa was not able to reproduce the reported complaint. When reviewing the remote error log, there are several errors 33 which means: the isi i2c driver returns a failed status on a read. The s - drive was installed on the pca test system and the system started up without issues. The unit was tested using all the functions in the handlebar (forward, backwards, left and right) to drive the psc and everything works properly. Isi has received the battery and completed failure analysis (fa). Fa was not able to reproduce the reported complaint. When reviewing the remote error logs, there were errors 816 which mean no battery backup is available, either because the battery capacity is low or because booster is disabled due to a fault, errors 824 due to battery low, and 858 with p1 value of 0x1 means battery was not present or battery or cell voltage is very low. Fa installed the battery in the pca system, system started up with no error. All the led were solid green. Unplug the power, let system running on battery for 30 mins. Booted up the system in normal mode and let it idle for 10 minutes. Power cycled the system 10x, and no issue occurred after extensive use. Isi has received the power supply and completed failure analysis (fa). Fa was able to reproduce the reported complaint. The power supply was installed and tested on the pca test system. The system booted up but in mode "running on battery", also the fans from the power supply did not work. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that may have been related to the reported complaint. Procedure logs confirmed system sl0442 was used on (B)(6) 2022 for a unilateral inguinal hernia procedure. No image or video clip for the reported event was available for review. The probable root cause of the reported complaint is attributed to an electrical/electronic component failure. This complaint is considered a reportable event due to the following conclusion: a power supply was replaced after the completion of the procedure due to numerous non-recoverable errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.